Event description:
The customer reported via phone call that they received a compromised force sensor system alarm on the insulin pump.

Manufacturer narrative:
The insulin pump was received with a compromised force sensor system alarm during the prime/compromised force sensor system alarm test at 2.5 lbs due to faulty force sensor resistor. Insulin pump had a minor scratched lcd window, a cracked case at display window corner, cracked battery tube threads, and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.